Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a power (intermittent power) issue. It was noted that the battery pops out of the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: a review of the pump¿s black box from (B)(6)2019 to (B)(6)-2019 showed no evidence of power loss or rebooting. Investigation revealed a cracked battery compartment. The returned battery cap had stripped threads and was unable to properly secure to the returned pump. A test battery cap was used and able to properly secure to the returned pump and maintain an electrical connection. Due to the crack in the battery compartment and the stripped threads on the returned battery cap, an intermittent power loss and rebooting was able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.